Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The device is expected to be returned. Once the device is returned this report will be updated.

Event description:
--

Event description:
Boston scientific received information that this patient experienced a syncopal event, which led to the patient falling and breaking both of their legs as a result. The initial attempt to interrogate was unsuccessful, however, a new programmer was used and interrogation was successful. The patients device was interrogated which found some ventricular tachycardia (vt) events, as well as noise that inhibited pacing for an unknown duration. Boston scientific technical services (ts) was consulted and suggested trying isometrics to illicit noise which was done, no noise was noted but oversensing was seen. As a result, the right ventricular (rv) lead was surgically abandoned and the device was explanted and both were successfully replaced. To date, no additional adverse patient effects have been reported.